Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the reportable malfunction of no image was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event error e217 (scope error) and no image was caused due to connector c-board malfunction. The most probable cause of the complaint was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had an scope error code e217. There were no reports of patient harm.